Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer complaint of "cassette error, failed downstream test" could not be confirmed. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette error and a failed downstream test. There was no patient involvement.